Event description:
The ge oec 9800 fluoroscopy system was producing dark images.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the monitor. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would notprovide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.